Event description:
On march 7th, 2022, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a healthcare it said rep was having trouble with communicator. Rep dropped off before healthcare it could transfer the call. Rep was unreachable when healthcare it tried to call back and she said she was going to log this call on her end since technical services never got to speak with rep. Information was received from the rep on march 8th, 2022 reporting that the issue was resolved because the reason for the communicator connecting issues was that the patient no longer has a device system. Rep reported on (B)(6) 2022 that the patient no longer has a medtronic device as it was replaced.

Manufacturer narrative:
Device status is unknown and analysis can not be performed. If information is provided in the future, a supplemental report will be issued.